Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient noticed fluid leaking from inside the cassette door after treatment was completed. The sample set has been discarded. During follow up, the patient's peritoneal dialysis nurse (pdrn) reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed any antibiotics. There are no adverse events reported at this time.